Event description:
It was reported that during an unspecified procedure removal difficulty was encountered. While being introduced into a unspecified catheter, a 035/260 zipwire guide wire encountered resistance and it was difficult to remove the zipwire guide wire. The procedure was completed with a different device. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).